Manufacturer narrative:
Printouts provided were reviewed and indicated that the lh780 generated erroneous high neutrophils and low lymphocytes with instrument specific suspect messages compared to a morphological slide review which was considered correct. All other differential parameters correlated with the manual slide review. A field service engineer (fse) was dispatched and he confirmed the triple transducer module (ttm) was misaligned. The fse realigned the ttm resolving the issue. Upon recur; the failure mode identified is likely to cause erroneous differential results due to compromised volume, conductivity, and scatter measurements. (B)(4).

Event description:
The customer reported that their lh780 analyzer generated an erroneous differential result on one single patient sample with a known leukemia diagnosis compared to a morphological slide review. Per a conversation with the customer on (B)(6) 2013, the customer stated that a manual differential had been performed according to their lab protocol which stipulates the lab must perform a manual diff for any patient sample that has a wbc count over 20. This patient had a wbc count of 21.9. However, the manual differential which was considered correct was not entered into their computer system by customer error and an erroneous result was placed on the patient¿s chart. The supervisor found the manual diff results one week later while reviewing results and entered the manual diff results which were considered correct in the computer and on the patient¿s chart. The customer stated that there were no adverse repercussions to the patient due to the event.